Event description:
It was reported the anchor was attempted but not implanted as it pulled out of the bone hole prior to case completion. The repair was completed with a new device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: a review of the device history records found no non-conformances. The pt identifier, age, weight and gender were not available.